Event description:
Ultherapy; promoted off-label, false advertising, hid what it was. Had life threatening unseen reaction. I went into an altered mental state. Lost all of my faculties, was suffocating. Skin and mucous membranes cooked off. Wound up with severe brain damage. Was cooked alive as the burns were of an electrical nature, coming from the constipated seizure I was in, agonizing. Cure was large doses of gabapentin. Because I was not helped, I am disabled, with brain damaged. FDA safety report ID # (B)(4).